Manufacturer narrative:
Device evaluation of the battery charger has been completed. The reported problem (won't power on) has been confirmed. As received, the charger was crushed and broken into pieces and was unable to power on. The root cause for the damaged charger was physical abuse. No adverse event resulted from the damaged battery charger.

Event description:
During a review of service data a reportable malfunction was found. Integrated charger sn 09009633 was unable to power on.